Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurring postprandial glucose variability described as a sawtooth pattern, with intermittent hyperglycemia reaching the low 200s for a few hours and nocturnal hypoglycemia, while also questioning potential spurious weight inputs or algorithm behavior; troubleshooting and education were provided. Symptoms included episodes of high glucose and low glucose, with a documented low of 40 mg/dl requiring oral glucose and device low alerts. Outcomes included no professional medical intervention, no assisted care, and no hospitalization. Investigation included complaint intake, user coaching on system use, and review of device performance relative to reported glucose excursions. Investigation of this case revealed that the cause of both the hyperglycemia and hypoglycemia remained unclear, with no device component malfunction identified and the device and oral glucose identified as involved products. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.